Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that about 20% of the way into a da vinci-assisted pulmonary lobectomy procedure, the patient began to bleed, and the procedure was converted to thoracotomy. At the time of the event, the surgeon was dissecting in the area surrounding the pulmonary artery (pa) with the fenestrated bipolar forceps instrument. The patient began to bleed from a branch of the pa, and the bleeding was controlled with robotic support by compressing the area with the lungs. There was no unexpected bleeding from other vessels. The patient was a smoker until recently, and the surgeon noted that they had inflammation in the lungs as a result, which likely contributed to the bleed. Although there was only a small amount of bleeding and the bleeding was well-controlled, the surgeon decided to convert the procedure to thoracotomy out of an abundance of caution, due to the risk of additional bleeds. No other factors contributed to the decision to convert the procedure, and no other factors, such as the patient's anatomy, contributed to the bleeding. At the time of the conversion, the surgeon was working in the left lower lobe; however, the surgeon stated that the conversion was not caused by an issue in the left lung, in particular. It was unknown how the bleeding was ultimately resolved during the thoracotomy. The open procedure was completed without any blood transfusions, and the final amount of blood loss was unknown. It was unknown if the patient experienced any postoperative complications, and their current status was also unknown. However, the patient reportedly tolerated the conversion to thoracotomy well. Per the surgeon, the fenestrated bipolar forceps instrument did not cause or contribute to the bleeding. No malfunction or unintuitive movement of a da vinci system, instrument, and/or accessory occurred prior to the procedure conversion, nor did they cause or contribute to the bleeding.